Event description:
Ibc from patient regarding sqr. States she is trying to switch cartridges and pump but the pump she is trying to switch to doesn't allow her to screw on the syringe to the plunger on the device. Advised to first get infusion running again using the other pump. Author remained on the phone until pt safely switched over. Then advised to try screwing on a different syringe to see if it's truly a pump issue or a syringe issue. States different syringe won't screw on either. Will send replacement ms3 pump to (B)(6). Malfunctioning device sn#(B)(4). Dose or amount: 14.3 ng/kg/min. Frequency: q72h. Route: sq. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.